Manufacturer narrative:
Patient is experiencing a post-operative infection. Currently being treated with antibiotics and monitored, by physician. Device remains implanted and therefore was not returned to emc or evaluated per returned product evaluation process. Device evaluation summary: test results from device manufacturing and DHR were reviewed. All components in question passed all functional testing in production and passed quality inspections. No anomalies associated with sterilization of product. No device failures are alleged. (B)(4).

Event description:
Envoy medical corp. (Emc) was notified on 12/04/2018 of a post-operative infection identified in a patient. No skin/wound breakdown has occured. Patient is experiencing draining from a pe tube (placed by physician (B)(6) 2018). No device deficiencies are alleged. Patient/clinical history with emc: on (B)(6) 2018-- initial implant. On (B)(6) 2018-- activation of device. On 2018-12-04 -- emc notified of post-operative infection. Case review, at the request of the physician.